Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed check settings. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced due to it went to incorrect route on troubleshooting guide. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No cosmetic damage was noted on the pump assembly. The pump was monitored, and no unexpected check setting alarms were noted.